Event description:
The issue occurred before a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - the insertion part (insertion tube) is depressed - the light guide bundle at the back end (light-guide adapter) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken light guide bundle at the back end (light-guide adapter) occurred due the component failure of the light-guide adapter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had dark image and the light guide bundle is broken. The issue was found during cleaning and disinfecting. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.